Manufacturer narrative:
A field service engineer (fse) was dispatched for onsite repair and indicated while evaluating the device, it was confirmed that the device gives a constant alarm with no display, also getting an error code 111b 35v fault message, error code 1104 backup alarm failure message, error code 1115 auxiliary alarm supply failed error message and error 1134 blower stalled error , error code1125 cooling fan speed error, and : error code 1101 check vent: ventilator restarted messages. It was reported there was no patient involvement at the time the issue was discovered. The fse installed the power management printed circuit board assembly (pcba) which corrected the device. Operated the device for 40mins in ventilator mode. No alarms or diagnostic codes were present. For this issue, the device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device alarms and locks up when turned on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states when powered on it gives a constant alarm with no display visible, requesting onsite service and repair. The investigation is ongoing.

Manufacturer narrative:
The biomed customer installed power management printed circuit board assembly (pcba) which corrected the device. Operated the device for 40mins in ventilator mode. No alarms or diagnostic codes were present. For this issue, the device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.